Event description:
The customer reported there was a strange interference under fluoro. The image has lines and is flashing. They were not sure that the system is doing. No pt injury was reported.

Manufacturer narrative:
(B) (4). The ge service rep verified the problem. There was a sbc computer failure causing bad video display. The system needs a sbc upgrade. The system was repaired and is operating as intended.